Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer was treated with manual bolus using insulin pump. Customer had not alleged that the insulin pump was under delivering. High pressure test was performed and it did not passed. The device will not be returned for analysis.